Event description:
Pt alleges receiving breast implants in 1978. Pt also alleges experiencing problems, including vision blurring, headaches and pain from 1983 to 1993 and numbness from 7/1/94 to 1995. Physician's note states encapsulation. Pt had removal on 11/7/95.